Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during implant procedure this subcutaneous implantable cardioverter defibrillator (s-ICD) system failed defibrillation threshold (dft) testing as a result this system was not implanted and the physician made the decision to implant a transvenous system. It was noted that this system was placed in a healthy amount of adipose tissue. This electrode has not been returned for analysis. No additional adverse patient effects were reported.